Event description:
Customer reported a past high blood glucose event with a highest level reaching 587 mg/dl. Cause was not known. To resolve the high blood glucose, the customer administered a correction injection using a method other than their insulin pump. Technical support recommended the customer consult their healthcare provider to discuss possible factors affecting their blood glucose levels, and the customer acknowledged the suggestion. No further assistance or recurring instances were reported. The customer continued to use the pump for insulin therapy.